Event description:
It was reported that the user experienced a nocturnal hypoglycemic event while using the ilet with prefilled fiasp cartridges following a recent factory reset and supply change, with no alarms reported and no recent changes to targets, weight, or time settings. Symptoms included low blood glucose with a reported bg value of 40 mg/dl and associated hypoglycemia. Outcomes included transient hypoglycemia lasting about one to two hours that was corrected with oral glucose and did not require medical intervention or hospitalization. Investigation included troubleshooting education, review of recent device setup and supply changes, confirmation of meal announcement timing and accuracy, confirmation of disconnection during fill tubing, and a request to sync device data for further review. Investigation of this case revealed no device alarms, appropriate use of oral glucose, and no identified device malfunction or user programming error; the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.